Event description:
Healthcare professional reported "partially deflated", "with capsular contracture" and "found to be biocell". Later, healthcare professional reported capsular contracture baker grade iii. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture baker grade iii. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Deflation: observed an opening assessed as fold flaw opening. Anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, b6, d4, d9, e1, h3, h6.

Event description:
Healthcare professional reported right side "partially deflated", "with capsular contracture" and "found to be biocell". Healthcare professional later reported "capsular contracture baker grade iii". The device has been explanted and not replaced.